Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-05-18. Investigation summary: it was reported the 10ml flush syringe piston will not go past 4ml when trying to inject. To aid in the investigation, four samples were received for evaluation by our quality team. Three samples came with no packaging flow wrap. Two samples have the rubber stopper at the 3.5ml mark and one at 4ml. The fourth sample came in a sealed packaging flow wrap. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number: (B)(4), lot number: 0350800. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer of plunger movement difficult is confirmed.

Event description:
It was reported while using bd posiflush¿ saline 10ml the plunger was unable to go past 4ml during injection. The following information was provided by the initial reporter: it was reported 10ml flush syringe piston will not go past 4ml when trying to inject.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 0350040, medical device expiration date: 2023-12-31, device manufacture date: (B)(6) 2020. Investigation summary: it was reported 10ml flush syringe piston will not go past 4ml when trying to inject. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 306546, lot number 0350040 and 0350800. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd posiflush¿ saline 10ml the plunger was unable to go past 4ml during injection. The following information was provided by the initial reporter: it was reported 10ml flush syringe piston will not go past 4ml when trying to inject.